Event description:
Adverse event(s): "unexpected postoperative outcome" (postoperative refraction, unexpected). Product problem(s); "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of diabetes with retinopathy, hypertension, hypercholesterolemia, thyroid disease, dry eye syndrome, and lymphatic leukemia (pre-existing). Postoperatively, the surgeon noted optic nerve pallor and referred the pt to a retinal specialist for evaluation for possible cystoid macular edema. The surgeon reported the pt's issues were related to her retina and not the iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested was requested on 03/22/2010, 03/23/2010, 03/26/2010, and 03/29/2010 by phone, fax, and mail. A completed questionnaire was received on 04/06/2010. (B)(4).